Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral arterial disease. 75% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured vertically in the middle part. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.